Event description:
Caller tested 2.4 inr on the coaguchek xs system, while a comparison lab returned as 4.8 inr. No treatment information provided. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).